Event description:
The ptm was not delivering a bolus. The patient was concerned that the pump was not working. The screen was displaying an "x" and a roll of tape. No 4-digit error code or alarm was reported. The device system was used to deliver fentanyl, bupivacaine and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).